Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump. The consumer mentioned they had to "reconnect the wire once" no symptoms were mentioned. No further complications were reported